Event description:
Procedure type: fms "fill the space with mesh." - it is a mammary gland resection procedure. This is an off-label use of the product. According to the reporter: reportedly, the mesh product (and another manufacturer's absorbable "film") is used to fill the space left by the resection. Reportedly, the space was filled and a foreign body reaction occurred. Generally, patients have radiation therapy one to two months after the operation. Reportedly, twenty patients have had strong reactions to the radiation therapy where the mesh (and another manufacturer's absorbable "film") was placed in the breast. Reportedly, reddening, excessive seroma accumulation, where the seroma had to be removed, and serious infections occurred. There have not been any changes made to the color or weave of the dexon mesh. Other than this hospital's reports, there have been no other complaints against this product code over the last five years.